Event description:
Pt was an asymptomatic male who presented with a cardiac complaint. Initial echo showed a large asd measuring 25mm in diameter. In 2004, tee showed , a large postero-inferior asd. A 30mm amplatzer device was released. Tee showed good alignment. Pulmonary angiogram showed small residual shunt. Pt was discharged home with no residual shunt and stable device infiguration. Five days later, pt was significant for a change in cardiac sounds. No studies were performed. Six months later, pt was asymptomatic. A tte showed that the device had embolized to the mpa and partially shrouding the origin of the lpa. The pt was taken to the or for aso retrieval and patch closure of asd. The device was found in the mpa partially covering the origin of the lpa. The margins of the left atrial disc were adherent to the posterior wall of the pulmonary artery. The device was retrieved with minimal trauma to the pulmonary artery. The device revealed a well endothelialized implant. The pt's recovery has been uneventful and pt will be discharged home.